Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5118814) on 06-jul-2023. The most recent information was received on 14-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("my periods have been longer than normal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 1553 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important). An unknown time later she experienced abdominal pain upper ("having stomach pain"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding or abdominal pain upper. The reporter commented: had the essure procedure back in 2008/2009 didn't have a problem with until the date I mention I am having stomach pain and my periods have been longer than normal, and I never had or did any type of testing to make sure it was ok. I never had any tests involved with this. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5118814) on 06-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("my periods have been longer than normal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. On (B)(6)2013, 1553 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important). An unknown time later she experienced abdominal pain upper ("having stomach pain"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding or abdominal pain upper. The reporter commented: had the essure procedure back in 2008/2009 didn't have a problem with until the date I mention I am having stomach pain and my periods have been longer than normal, and I never had or did any type of testing to make sure it was ok. I never had any tests involved with this. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jul-2023: no new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.